Event description:
As reported, approximately twelve years post initial left tha, the 66 y/o male patient had a revision due to poly worn over time. Patient was revised with new acumatch 36mm size h 15 degree liner. Head also replaced with biolox delta 36mm +0. Pt deemed stable. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available due to hospital policy.

Manufacturer narrative:
Concomitant medical products: cocr fem head 36mm +0 offset 12/14 (cat# 142-36-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of a combination of long-term prosthesis wear and patient conditions secondary to being implanted for 12 years. However, this cannot be confirmed as the device was not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.